Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced septic shock and was hospitalized on (B)(6) 2015 the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently septic shock, coincident with automated peritoneal dialysis therapy. On the day of the onset of the peritonitis, the patient was hospitalized. The cause of the peritonitis was unknown. The cause of the septic shock was reported to be due to the peritonitis. On unreported date(s) in the same month as the onset, the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported) and unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the same month as the onset, antibiotic treatment with ancef was discontinued. On unreported date(s) in the same month as the onset of the septic shock, the patient was treated with levophed (route, dosage, frequency, and duration not reported) for the septic shock event. Antibiotic treatment with the unknown intravenous antibiotics was ongoing. Dianeal and extraneal therapies were ongoing. Hospitalization was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. The patient was recovering from the septic shock event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. It was not reported if the patient was recovered or was recovering from the previously reported septic shock event but the patient was reported to be recovering from the previously reported peritonitis event (previously, it was reported that it was unreported if the patient was recovered or recovering from the peritonitis and that the patient was recovering from the septic shock). Additional information: it was reported that a patient who experienced previously reported peritonitis and septic shock events, subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Dianeal therapies were ongoing until the time of death, but it was not reported if extraneal therapy was ongoing until the time of death, and it was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Should additional relevant information become available, a supplemental report will be submitted.